Event description:
The affiliate reported the customer alleged elevated gi (gastrointestinal) monitor results, for multiple pts, involving unicel dxi 800 access immunoassay system. The results in question were from one reagent pack. Subsequent testing on a new reagent pack produced lower results. The erroneous results were not released out of the lab. The re was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility on (B)(4) 2009. The fse performed and completed system check successfully. The fse noted the number of tests available on the reagent pack, in the unit, did not correlate with the supplies screen. Further analysis at customer product line support (cpls) lab confirmed gi monitor reagent pack in question generated erroneously high results for both patient samples and quality control (qc). The cause for the high results is pack contamination in well b/well 1. The source and mechanism of the contamination is unk. Product labeling: gi monitor is susceptible to contamination from human tears and saliva. "To avoid affecting results due to contamination from saliva and tears (which contain a cross-reactive protein similar to ca 19-9 antigen), it is important to practice proper lab technique (wear gloves) when handling reagent packs and calibrators." This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.